Manufacturer narrative:
This report is submitted on june 05, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a necrotic wound under the coil. On (B)(6) 2017 the patient was administered antibiotics; oral for a duration of 10 days and topical for 5 days. Following treatment, the patient's symptoms had reportedly resolved.